Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears to be related to procedural circumstances, as the patient went into heart block during a pre-implant balloon valvuloplasty before the valve was inserted. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During the procedure after a pre-balloon aortic valvuloplasty (bav) using a non-abbott balloon the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). The heart block persisted. A permanent pacemaker was scheduled to be implanted at a future date. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During the procedure after a pre-balloon aortic valvuloplasty (bav) using a non-abbott balloon the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). The heart block persisted. A permanent pacemaker was scheduled to be implanted at a future date. The patient status was unknown.